Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the clip was able to advanced over the elevator. However, when attempting to deploy the clip, it would not release from the catheter, and would not open nor close. Additionally, it was noted that abnormally high resistance felt before the handle spool reached the end. The control wire in the handle was broken, an excessive force was required to rotate the device and the rotation of the clip was not much than normal. They tried relaxing the elevator and jiggling the catheter but was unsuccessful. The clip was took out from the patient, and attempted to deploy the clip, but it would not release. The procedure was completed with a different device. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.